Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(6) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an implantation procedure, it was observed that a ventricular pause of 6 seconds occurred between the connection of the lead and the first spike delivery. Multiple ventricular pauses due to lack of stimulation during implant procedures were also observed.

Event description:
Reportedly, during an implantation procedure, it was observed that a ventricular pause of 6 seconds occurred between the connection of the lead and the first spike delivery. Multiple ventricular pauses due to lack of stimulation during implant procedures were also observed.